Event description:
It was reported that the patient had gone to the hospital emergency room. The patient removed the pod prior to going to the hospital emergency room. The patient reports their controller screen was blank and they were unable to apply a new pod. In addition, the patient reports their blood glucose level on their controller was 220 mg/dl but checking by finger stick it was 156 mg/dl. The patient reports they had gone to the hospital emergency room to get assistance with their controller. The patient reports while in the emergency room their blood glucose level was checked by an attendant and their blood glucose level was 156 mg/dl. The patient did not receive treatment. The patient was at the hospital emergency room for 2 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The returned device was evaluated and the case description states that the controller screen was blank. The pdm was returned with the battery depleted. The pdm was plugged in and allowed to charge to 100%. Upon turning on, the pdm entered the loading screen, however the pdm was unable to get past the loading screen and enter the lock screen. This indicates that the processor boot loader is in critical failure. Due to the processor boot loader failure, data was unable to be downloaded from the pdm, and the main menu was unable to be accessed for testing due to this boot loader failure. The exact cause of the boot loader failure could not be determined; however, the investigation confirmed the processor boot loader failure as the cause of the reported blank screen.